Event description:
Customer reported that the insulin pump alarmed button error and is unable to clear it. Customer stated that there is some moisture seen on the screen. Blood glucose value is 203 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarms were noted. The insulin pump did have intermittent button response due to moisture damage keypad trace. The device was received with minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. No moisture damage was noted on the electronic assembly.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.